Event description:
A 48 year old male was supported with an impella cp device for treatment of acute myocardial infarction with cardiogenic shock (ami/cgs), with pre support presentation consistent with scai stage c. The device was inserted percutaneously via the right femoral artery on (B)(6) 2026 at 18:05. The patient experienced right lower extremity limb ischemia. The event was identified when pulses were lost and the foot became cold. The patient was also noted to have a hematoma however no intervention or resolution was reported. Based on clinical evaluation, the impella device was removed in the catheterization laboratory. Following explant, distal pulses returned and the ischemia resolved. The device is not expected to be returned for analysis. The ischemic event was attributed to impella use, likely related to vascular access or patient specific factors. The patient survived the event without permanent limb injury. Hematoma and ischemia are consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Hematoma : the cause of the access site adverse event was not determined due to insufficient clinical details. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Additional codes were added in h6 (component code and type of investigations).

Manufacturer narrative:
H11: updated per additional information from the customer. Clinical review update the patient is a 48-year-old male supported with an impella cp for the management of acute myocardial infarction with cardiogenic shock (ami/cgs), with pre support status consistent with scai stage c. Based on the available information, the patient experienced limb ischemia and a hematoma during device management, reportedly associated with procedural factors during sheath exchange rather than intrinsic device malfunction. Pulses returned and ischemia resolved following impella removal. The device was discarded and therefore unavailable for evaluation. A definitive root cause cannot be confirmed; however, procedural factors¿including loss of groin control during sheath exchange¿likely contributed to the event. No evidence of device involvement was identified in the information received. The patient survived the event without permanent limb injury. Hematoma and ischemia are consistent with known device-related and patient-related factors documented in the instructions for use (IFU).